Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. It was stated that the customer was alleging possible insulin pump under delivery because insulin pump had a cosmetic damage. It was reported that the customer experienced high blood glucose and treated with the insulin pump. Medtronic labelled on the insulin pump was discolored almost like there was a burn on the insulin pump. It was stated that the drive support cap was appeared normal. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.